Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). An actual unit was received for evaluation purposes. The unit was visually inspected and a functional test was performed. The unit was filled with solution and connected to a syringe. During visual inspection it was observed a missing slit septum in the interlink retractable t connector male luer lock. The cause for this confirmed condition was not identified. Baxter found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of an interlink set in which the cross cut is missing at the t-connector. Access was not allowed with a cannula or needle since there was no usual cut opening for access. This condition occurred before use. No patient involvement, injury or adverse event is reported. No additional information is available.